Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt ((B)(6)) was unable to achieve effective stimulation. Different programs were attempted to no avail. Diagnostic testing revealed invalid impedances. Connections were tested intra-operatively with no anomalies found. The scs lead was also tested intra-operatively with invalid impedances identified for each bipole tested. The lead could not be replaced at that time due to an unrelated elbow infection. The lead was reconnected to the ipg and the stimulator was left in the off position. Surgical intervention will be taken at a later date to resolve the issue.